Event description:
It was reported that the atrial lead exhibited oversensing due to noise. This noise resulted in inappropriate mode switch. Programming changes were completed. The patient was stable and asymptomatic.